Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported pump intermittently does not detect upstream occlusions which was confirmed and reproduced during evaluation. The cause was determined to be a failing ultrasonic sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump intermittently does not detect upstream occlusions. This occurred in the biomed service department during testing. There was no patient involvement. No additional information is available.